Manufacturer narrative:
No conclusion can be drawn. (CABG, dissection).

Event description:
A 2.5mm diameter x 24mm diameter endeavor otw drug-eluting coronary stent delivery system was inserted into a pt for the treatment of a proximal circumflex lesion. It was reported there was a 90% stenosis located in the proximal lad. The lesion morphology was reported to be with 70 percent stenosed. It is unk if predilation was performed. Initially another MFR's drug eluting stent did not advance to lesion and was removed from the pt. The endeavor stent was advanced but was unable to cross the lesion. Upon removal of the endeavor sds, it was apparent that the distal stent segments were deformed and stretched. The endeavor stent delivery system was removed from the pt. Another MFR's drug eluting stent was unable to advance to the lesion and dislodged. The other MFR's drug eluting stent was snared from the pt. Upon recannulating the left main trunk, a distal left main dissection was identified. The decision was made to proceed with CABG. Medtronic has received the device and its analysis has been completed. The returned device revealed that the distal stent segments were damaged and stretched out over the distal pillow over the tip tubing. The middle and proximal stent segments were not obviously damaged and were positioned per specification up on the uninflated balloon. The damaged noted on the returned stent most likely occurred during the failed attempt to cross the target lesion cross and/or subsequent withdrawal from the vessel into the guide catheter. The physician hypothesized that the deformed endeavor stent or the other MFR's stent caused the left main dissection. Had the endeavor stent caused the dissection, this should have been noticed prior to using another MFR's stent.